Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: linear st lead kit 50 cm, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7091731/7091756.

Event description:
It was reported that the patient experienced pocket pain and inadequate stimulation. The patient underwent an explant procedure. All explanted components will not be returned as they were kept by the facility.